Event description:
The pt reportedly experienced intermittency. External equipment was exchanged. Programming adjustments could not be attempted since lock could not obtained. Surgery to explant the pt device will be scheduled.